Event description:
A pt underwent evar with another MFR's graft in 2009. The rubber gasket on the proximal end leaked blood heavily and did not stop the blood flow at all even when the physician held fingers over the bleed area. Three sheaths were used during this case and at least two of them had this issue. The pt is fine and, did not need a blood transfusion.

Manufacturer narrative:
The customer has returned one of the two mentioned complaint devices in an opened, used and damaged condition. A visual examination discovered the clear disc within the check-flo valve assembly was missing from the cap and body adaptor. A 100% leak test is performed prior to shipping. This leak test is performed by inserting a checker (approximately 10cm long) into the disc membrane, prior to the injection of air. We do caution in the supplied instructions for use (IFU), the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introduce may result when the fit is tight. It should be noted that a change in material occurred in december 2005. This material change, on average,should result in a lower leakage rate due to the greater tensile strength. It is expected that a lower average leakage rate will translate into fewer complaints. Nevertheless, at this time we are unable to determine with certainty why the check-flo disc dislodged from the cap and body. The customer did not provide the specific dimensions and/or type of stent delivery system, which was inserted into the valve assembly. The appropriate individuals have been notified and we will continue to monitor for similar events.